Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the arteriovenous fistula. An 8.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, during inflation at under 20 atmospheres, the balloon ruptured. The procedure was completed with another of same device. No patient complications were reported.